Event description:
Territory manager reported that while consulting rn was performing inservicing to a group of nurses on control fms the charge nurse stated that they experienced an erosion and anal tearing in the past with the original system.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that since it was during the inservicing, the consulting rn indicated she would speak with the charge nurse (complainant) afterwards. Territory manager is in the process of meeting with the charge nurse (complainant) to obtain additional info. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for eval is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures. Note: the actual date of event is unk, so the date used was the date convatec became aware.